Event description:
The patient claimed that the up and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: dim reddish screen. The alarm history download verified one 078-0004 rewind error. Performed rewind and load step and did not duplicate any alarms. Time and date were accurately set and the pump was exercised for 24 hours on a 1 unit per hour basal rate. No error code duplicated during 24 hr basal test. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.